Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of aseptic peritonitis in an (B)(6) male patient coincident with dianeal pd1 1.36% and nutrineal pd4 unknown bag therapies. On an unreported date, the patient began treatment with dianeal pd1 1.36% and nutrineal pd4 unknown bag (dose, frequency, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced aseptic peritonitis. The patient was treated with vancomycin 1 gram for 2 days (route not specified) and rocephine 1 gram for 12 days (route not reported). On an unknown date, the patient recovered from the aseptic peritonitis. It was unknown if pd therapy had continued. Medical history and concomitant medications were not reported. The nurse believed the event of aseptic peritonitis was possibly related to dianeal and nutrineal therapies.